Event description:
It was reported that the patient had the coil embolization with atlas at the time of the first procedure ((B)(6) 2021), coil embolization with atlas was performed at the time of the second treatment ((B)(6) 2021) for an aneurysm in a different region than the first procedure. The treatment itself was completed without any problems. After the operation, the patent experienced scattered cerebral infarction and microhemorrhages, hyperperfusion syndrome, and allergic reaction. Medication was provided to treat the consequences of this event. Patient's initial and current condition are unknown. No additional information is available in the meantime.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported event was unable to be confirmed and it cannot be confirmed if the device met specification, as the device was not returned. The risk of the reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as a potential adverse event from these types of procedures and is documented as anticipated as per the device dfu/risk assessment, therefore does not require escalation to senior management.

Event description:
It was reported that the patient had the coil embolization with atlas at the time of the first procedure ((B)(6) 2021), coil embolization with atlas was performed at the time of the second treatment ((B)(6) 2021) for an aneurysm in a different region than the first procedure. The treatment itself was completed without any problems. After the operation, the patent experienced scattered cerebral infarction and microhemorrhages, hyperperfusion syndrome, and allergic reaction. Medication was provided to treat the consequences of this event. Patient's initial and current condition are unknown. No additional information is available in the meantime.